Manufacturer narrative:
The customer discarded the item, therefore the inspection could not be performed. This complaint is related to the following medical device reports - 3001617766-2018-00257, 3001617766-2018-00258, 30001617766-2018-00259.

Event description:
Per complaint (B)(4), a hex tool became stuck inside the implant during placement. The tool could not be removed. As a result, the implant was removed and a different implant was placed using another tool.